Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. However, the evaluation found that the allegation was confirmed due to a faulty video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported for the customer that during reprocessing, the high-definition camera head while being used with the visera pro-video system center, a blurry image was displayed, and the subject could not be recognized. The intended diagnostic procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.